Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, and before surgical port placement, customer reported that the system displayed a nonrecoverable error on universal surgical manipulator (usm4) but did not recall the original code. Before contacting technical support, the customer attempted to recover the fault without success and elected to convert the procedure to traditional laparoscopic surgery. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 1162 indicating an axes controller spar (acs) issue in usm4. The tse instructed the customer to inspect the cannula mount for liquid residue, check the sensor pins, and insert a cannula, but the issue persisted. Tse then guided customer to perform a hard power cycle with emergency power off (epo), which did not resolve the problem, and instructed them to disable usm4, explaining the system could operate with three arms. The customer stated they would inform the responsible surgeon for the next day¿s procedure and expected they would most likely proceed using the system with three arms. The current procedure was converted to traditional laparoscopic surgery, with no patient injury was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 1162. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.